Manufacturer narrative:
Concomitant medical products: 694765 lead implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. A lead integrity alert (lia) alert was triggered for noise on the rv lead causing non-sustained ventricular tachycardia episodes an high short v-v intervals on the sensing integrity counter (sic). The rv lead was prepped for laser extraction, but the laser extraction was unsuccessful. Therefore, the rv lead was cut at the proximal end and capped with plans for surgical extraction. Additionally, the atrial lead was damaged while attempting to extract the rv lead. Laser extraction was also unsuccessful for the atrial lead. The atrial lead was also cut at the proximal end and capped and will be removed surgically. The following day both leads, atrial lead and rv lead, were completely removed surgically and replaced. No patient complications have been reported as a result of this event.